Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G3: the incorrect g3 date was inadvertently utilized in initial medwatch. The correct date is march 16, 2021

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a revision surgery due to a broken unknown proximal femur plate that was implanted 2 months ago. It's going to be revised with a tfna. Procedure and patient outcome were unknown. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) 6mm/9mm cannulated stepped drill bit. This report is 1 of 1 pc (B)(4).